Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient inquiry" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported during a short vitrectomy procedure using a 25 gauge custom pack, the system failed when switched to air infusion. The event occurred after air infusion had been completed when switching back to bss infusion. The system displayed a system message. It was rebooted, but the same error code persisted. The procedure was completed using gravity infusion and therefore completed without using the machine. There was no patient harm.